Event description:
It was reported that an rv (right ventricular) lead warning was noted, with low impedance noted along with automatic polarity switch to unipolar. Insulation breach was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.